Event description:
The neuro sponge was retrieved from the surgical site when the string separated from it.

Manufacturer narrative:
During an anterior discectomy with fusion, the surgeon found that the string had separated from one of the ten neuro sponges contained in the custom procedural pack. The sponge was located and removed with forceps. No serious injury resulted and the procedure proceeded without further incident. The sample was returned and the issue was confirmed. The string was not attached to the sponge. The sponge was intact with no visible signs of it being ripped or damaged. It appears the string may not have been completely attached to the sponge prior to use. There have been no other similar incidents reported to us for this neuro sponge in the past year.